Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2018-03394. A lead revision procedure was performed due to anomalous sensing values on the lead. The lead was successfully repositioned to resolve the event. During the repositioning procedure, the device was not able to provide pacing support. The device was explanted and replaced and the patient was stable.